Event description:
The customer reported that the delta xl went black but that beeping could still be heard. She said after their check in the morning they hooked up all the leads and put it in standby. No adverse patient impact or death reported.

Manufacturer narrative:
A complaint was submitted where it was reported that the delta xl screen went black while in use. The anesthesia manager reported that after their check of the monitor, they hooked up all the leads and put the device into standby. When the monitor was attached to the patient the delta xl screen went black so the device was replaced to continue with the procedure. There were no adverse conditions reported for the patient under care. Several requests were made to gain additional patient information but it was not provided. The draeger repair technicians evaluated the faulty delta xl monitor and identified the root cause of the reported problem to be a faulty main processor printed circuit board (pcb). The board was replaced to restore the monitor's functionality. In addition, the monitor sustained heavy damage during shipment to the repair center. The delta xl monitor was repaired by replacing the rear housing, the front bezel assembly and the language label along with the right panel and label which were all found to be damaged. The nbp filters were replaced per preventative maintenance. The monitor was tested by service and it passed all functionality testing performed.

Event description:
The customer reported that the delta xl went black but that beeping could still be heard. She said after their check in the morning they hooked up all the leads and put it in standby. No adverse patient impact or death reported.